Event description:
It was reported that during a sub-total gastrectomy, the device was placed around the gastric tissue; the surgeon dialed down to the appropriate setting and fired the device. The staples were malformed and did not hold on the tissue. The case was completed by hand-sewing. There were no patient consequences.

Manufacturer narrative:
(B)(4).